Event description:
During a pacemaker replacement procedure, the shaft of the subject accessory became unstable.

Manufacturer narrative:
February 26, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated (B)(4) 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis of the returned screwdriver identified that the shaft fractured within the "safety region", which is a section of the shaft with a diminished diameter that is designed to fracture, when excessive torque is applied in the counter-clockwise direction. As indicated in the report of the physician, the breakage of the screwdriver occurred prior to loosening of a set-screw from an explanted pacemaker. This statement is contradictory to the findings of the analysis, which identified damages sustained to the hexagonal tip, and it would be impossible to make these damages to the screwdriver tip with a fractured shaft. Although, the report of the physician does not indicate, which type of pacemaker was explanted, it is hypothesized that a non-sorin brand device was explanted. Certain non-sorin brand pacemaker models have a stop mechanism that disallows complete removal of the set-screw by unscrewing. In fact, the screwdrivers supplied with these non-sorin brand models have torque relief in the counter-clockwise direction, which makes it impossible to apply excessive torque to the shaft of the screwdriver. The physician in this case most likely applied the excessive torque in the counterclockwise direction in an attempt to obtain a certain clicking of the screwdriver that is common to certain non-sorin brand screwdrivers and not to screwdrivers designed to be used with reply pavemakers, thus resulting in fracture of the screwdriver shaft.